Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment of the second clip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted, but the posterior leaflet came out of the second mitraclip after clip deployment. A third mitraclip was implanted to stabilize the second clip and further reduce mr. The procedure was completed with mr grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: relevant medical history. Correction: conclusion code removed.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no lot specific product quality issue. A definitive cause for the reported incomplete coaptation (single leaflet device attachment) could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on 08/29/2018, a thoracic echocardiogram found the patient had recurrent mr grade 4. On (B)(6) 2018, an esophageal echocardiogram was performed which found another single leaflet device attachment of a second mitraclip from the original procedure. A reclip procedure was started on (B)(6) 2018, but when the new clip delivery system was in the left atrium, the patient's blood pressure dropped. Pericardial effusion was noted thus a pericardial window was performed. It was then decided to convert the patient to open heart surgery since a pericardial window had already opened up the patient's chest. The original three mitraclips were surgically explanted and the mitral valve was replaced. The patient tolerated the surgery. The guide wire was the cause of the atrial perforation and subsequent pericardial effusion. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The new single leaflet device attachment is being filed under a separate MFR number.